Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag broke after the surgeon placed the lens into the left eye. The surgeon cut the lens out, performed a vitrectomy and implanted a different model lens. The patient is expected to have a full recovery.

Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the available information, the root cause of the event could not be conclusively determined.